Manufacturer narrative:
The reported device is being returned for evaluation. A supplemental and final report will be submitted upon completion of complaint evaluation and investigation.

Event description:
The distributor reported on behalf of the user facility that during a procedure, the 130318a goldline pencil burned part of the glove of the user. The procedure was completed with an alternate device with no surgical delays. No patient or user injury was reported. This report is being raised on the basis of a reported malfunction with potential for injury with recurrence.

Manufacturer narrative:
The used device was returned to conmed for evaluation with opened unoriginal packaging. The reported catalog was verified. Visual inspection found the device disassembled, with the cord cut, detached buttons and opened hand pencil. No signs of burn were found on the hand piece, the buttons or the internal circuit. Due to the condition of the received device, no functional testing was possible. A review of manufacturing documents was not possible as the lot number for this product was not made available. A two-year review of complaint history revealed no other similar complaints for this product and failure mode. During this same time frame, 1,132,250 devices have been manufactured and shipped worldwide, making the rate of occurrence of this failure 0.0001 percent, if all complaints were confirmed. The instructions for use advises the user of the following. - these devices should never be used when: o there is visible evidence of damage to the exterior of the device such as cracked or damaged plastic or connector damage. - use lowest possible power setting on the associated electrosurgical unit capable of achieving desired surgical effect. Activation time should be as short as possible. - inspect and test each device before use. This issue will continue to be monitored through the complaint system to assure patient safety.